Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for further evaluation. Upon external/internal examination, there were no secondary findings. The device's downloaded logs were reviewed by the manufacturer. No errors were found. The manufacturer concludes that there was no evidence of sound abatement foam degradation found within the device. Section h6 and h7 was updated.